Manufacturer narrative:
Please reference literature at the following location: http://www.researchgate.net/publication/277727622 (B)(4). The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that one patient with infection on post-operative day 15, required revision surgery for irrigation, debridement, and polyethylene implant exchange, combined with appropriate antibiotic therapy for three months.